Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no medical record review (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. No code available was used to represent surgical intervention required. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent a right sided ventricular tachycardia (vt) ablation procedure in the right ventricle outflow tract (rvot) with an unk_navistar thermocool and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, transseptal puncture was not done. Only the navistar ablation catheter was advanced into the right ventricle. The only catheters in were the magnetic and coronary sinus catheters. The physician was navigating and ablating point by point, mostly ablating anteriorly, not quite to the valve, and burning at 50w for 120 seconds. He was on a spot that he had previously ablated using the same settings, for 5 - 6 different lesions total. Applications of energy started at 40w and every 5-10 seconds went up until 50w was reached. At one point, there was about a 30 ohm drop, and then a gradual rise back up to 100 ohms. During the final few seconds of ablation, there was a rapid rise to 110 ohms. The rise was attributed to the catheter migration as opposed to a steam pop, as it is unknown if a steam pop occurred. On the last ablation, premature ventricular contraction (pvc) was gone. However, a sharp spike in impedance of (10 ohms) was noticed and came off ablation. Patient then started coughing and the anesthesiologist was concerned if the patient had been awake. The patient began going to tachycardia, bradycardia (sinus), atrial flutter, and then ventricular fibrillation along with slow ventricular response. Emergency echocardiogram was performed, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unknown amount of blood from the pericardial space. Patient was transported to the operating room for surgical repair. Patient¿s outcome was unknown. There¿s no information regarding extended hospitalization or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.